Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. It was reported that ups was replaced and that the defect map was adjusted. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the uninterruptible power supply (ups) battery voltage decreased rapidly without prompt from the user. It was noted that during 2d image acquisitions, noises were emitting from the gantry and lines were on the images. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.